Manufacturer narrative:
The reported event of failure to remove lead from header was confirmed due to set screw issues. Final analysis found that as received, a partial lead (only connector portion) was returned in one piece. The connector pin was able to be inserted and removed from the device header with no restrictions. There were no anomalies were found upon visual examination except for procedural damage.

Event description:
It was reported that the during generator change procedure, the set screw of the pacemaker (pm) was stripped, and the left ventricle (lv) lead was unable to be removed from the header of the pacemaker. The pacemaker was explanted and replaced with a new pacemaker on 15 oct 2024. Additionally on (B)(6) 2024, the lv lead was capped and replaced with a new lead. The patient was stable throughout the procedure.